Event description:
It was reported by the customer that after a hip pinning, the device was wiped down with endozyme cleaner. The customer reported that after several cleaning attempts they were unable to remove all debris from around the side panels of the device.

Manufacturer narrative:
The device was returned for investigation to conmed linvatec. An investigation was completed by a 3rd party for a similar type of complaint. Investigation: debris analyzed from handpieces was negative for blood, but may have contained residues of biological materials. Validated cleaning and sterilization instructions in the instruction manual should be used for reprocessing the handpieces.